Event description:
The customer reported via phone call that he took the insulin pump out of his pocket and it won't do anything. Customer took the battery out to try to reset the pump, but he received a battery out limit alarm. Customer stated that after putting in the same battery, there is a black circle and none of the buttons work. Customer stated that the pump was on his hip by the pool. Customer stated that the pump did not go in the pool. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, selftest, and off no power test. There was no battery out limit alarm and the pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner, and a missing end cap sticker.